Manufacturer narrative:
The device was not returned for analysis. Therefore, analysis is based on the extant production documents and the submitted x-rays. The production process for this device was reviewed. The production documents do not show any irregularities that could be related to the issue. All production steps were correctly executed. The x-rays submitted were analyzed. The lead showed a body that was too long in the valve area which favored the possibility of excess lead movement. This increased lead movement together with an interaction with the tricuspid valve and atrial lead on top of the tricuspid valve are highly probable the cause of the defect found. In summary, there is no indication of a production defect.

Event description:
Ous MDR - after an implantation time of about 75 months, oversensing with inappropriate shock deliveries was reported. During the revision, a suspected insulation defect was found at the valve passage. The lead was capped and left inside the patient. No worsening of the patient's state of health was reported.